Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the batteries ((B)(4)) were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. The reported failure could not be reproduced. A review of the iabp's service history does not indicate any systemic issues.

Event description:
The customer reported that during transportation in an ambulance, while the unit was in use on a pt, the unit shutdown on batteries with indicator on screen at 3/4. When the unit was plugged in, the ambulance circuit breaker tripped. The pt was switched to another unit and therapy was continued. No pt injury was reported.